Event description:
Two PICC nurses noticed this patient had a lot of redness (15cm x 15cm) around the insertion site. They pulled the PICC line and noticed a fracture in the catheter between the 2cm - 3cm mark, closer to the 3cm mark. Their assumptionis that too much pressure was used to flush the PICC as it was noted "difficult to flush" and that potentially caused the catheter to rupture leading to an infiltration.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reya2131 showed no other similar product complaint(s) from this lot number.